Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00010. Device 2 is being reported under MDR 2247858-2019-00011. Device 3 is being reported under MDR 2247858-2019-00012. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The treo abdominal stent-graft system related event occurred in belgium.

Event description:
"Stenosis in stent iliac left. Severity: moderate. Relatedness: related to device and not related to procedure". Patient outcome: "stent + balloon. Outcome: recovered. Event stop date: 15 feb 2019".

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR 2247858-2019-00010. Device 2 is being reported under the initial report. Device 3 is being reported under MDR 2247858-2019-00012. Bolton medical is voluntarily reporting a device malfunction related to the treo abdominal stent-graft system. The treo abdominal stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The treo abdominal stent-graft system related event occurred in belgium. Attachment: [(initial report) - device 2 follow-up evaluation.pdf].

Event description:
"Stenosis in stent iliac left. Severity: moderate . Relatedness: related to device and not related to procedure". Patient outcome: "stent + balloon. Outcome: recovered. Event stop date: (B)(6) 2019".